Manufacturer narrative:
MFR's eval: the returned product was not analyzed because analysis cannot determine location comfort. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2009. It was reported the ipg location was uncomfortable. The pt elected to have the scs sys explanted.